Event description:
It was reported the patient's pump had been alarming for the past four days. The patient was hearing a 3-tone alarm. The patient had been laying down with a respiratory flu for over a week. The patient had a running nose, earache, sore throat and felt like they got hit by a truck. The patient did not think they were due for a refill until april. The patient went to their healthcare professional (hcp) on the date of this report, and the pump was empty. The patient had missed a refill date. The pump was filled and the alarm was stopped. The patient's daily rate was decreased 50% since the pump was empty. The hcp reported the patient felt body aches and some increased pain. The patient recovered without permanent impairment. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was having change in therapy effect. It was noted that when the patient had missed the refill in (B)(6) 2015, they could not identify where the critical alarm was coming from and that they chased the alarm sound around for a week. The low reservoir or non-critical alarm was not heard by the patient. The patient experienced withdrawal; felt like they had the flu. When the pump was refilled the dose was reduced to 4mcg/day, prior to going empty the dose was at 8mcg. Following the pump check yesterday ((B)(6) 2015), the dose was increased by 10%, so now the patient was currently at 5.330mg/day. The reservoir date was set for september, but the next refill was to be in (B)(6). It was reported that the pain control was going well, but the patient needed the breakthrough medication because the pump dose was still being titrated up following the empty reservoir. The drug that was used via the device system was morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).